Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that he ran into the garage with his car due to high blood glucose. The blood glucose reading at the time of the event was 10 mmol/l. Customer stated that he felt high. His neighbor called the paramedics. Customer also had a second event, he tripped and fell in his bathroom. He was unconscious for 18 hours. Customer was hospitalized for three days. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.